Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and it was noted by production personnel that the attachment is getting hot. Quality testing was not performed as the attachment stopped working post production testing. An actual temperature reading was not captured but a root cause as to why this situation could have occurred could be determined based on quality observations. Both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Microscopic evaluation revealed significant gear wear on the head-tail and head assemblies. Significant debris was noted inside the head and cap cavities and inner components.

Event description:
During repair by our repair facility, it was reported that the midwest e attachment overheated while testing; no injury resulted and no intervention was required.